Manufacturer narrative:
Accuracy comparison of inr values reported by user: date: (B)(6) 2010, inratio: 2.9, reference: 3.5, mean: 3.2, confidence limits: 1.9 - 4.6. Inr test results from (B)(6) 2010 of 1.4 inr and (B)(6) 2010 of 1.5 inr will be excluded since no reference inr test result was provided to perform comparison analysis. Inr test results were obtained within 5 minutes between readings. The mean of the inratio meter and comparative system inr's was calculated. All values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The reported inr values meet the criteria for accuracy. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available from customer. Issue in complaint will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.4. Date: (B)(6) 2010, inratio: 1.5. Pt decided to get a lab draw after his readings were running low, and reported the following results: date: (B)(6) 2010, inratio: 2.9, lab: 3.5. Date: (B)(6) 2010, inratio: 2.2. Results from (B)(6) 2010 were taken using a new lot of strips.